Manufacturer narrative:
Sientra complaint# (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was found to have a clean cut in the shell at a location along the perimeter of the device when oriented as supplied in the dry heat pouch. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left-side tissue expander deflation.